Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. A27187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovary and termination of pregnancy. Concurrent conditions included obesity, absence of menstruation, ovulation pain, night sweats, painful periods, general body pain, feeling abnormal, eyelid twitching, cervical cancer, human papilloma virus infection and hormonal imbalance. Concomitant products included nsaid's, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), hot flush ("hot flashes"), fatigue ("fatigue"), anxiety ("mental anguish/anxiety"), dizziness ("dizziness") and loss of libido ("loss of libido"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced gastrointestinal disorder ("issue with bowel problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy; cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea and abdominal pain was resolving, the menorrhagia, vaginal haemorrhage, migraine, mood swings, hot flush, allergy to metals, fatigue, depression, anxiety, vaginal discharge, weight increased, dizziness and loss of libido outcome was unknown and the gastrointestinal disorder had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: hysterosalpingogram (hsg) most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Reporters added, lot no. Added, events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, mood swings, hot flashes, migraines, headaches, nickel allergy, pain, depression, mental anguish, vaginal discharge, weight gain, dizziness, loss of libido, abdominal pain, concomitant drugs added, lab data added, historical condition added, concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. A27187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovary and termination of pregnancy. Concurrent conditions included obesity, absence of menstruation, ovulation pain, night sweats, painful periods, general body pain, feeling abnormal, eyelid twitching, cervical cancer, human papilloma virus infection and hormonal imbalance. Concomitant products included nsaid's, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), hot flush ("hot flashes"), fatigue ("fatigue"), anxiety ("mental anguish/anxiety"), dizziness ("dizziness") and loss of libido ("loss of libido"). On (B)(6) 2015, 1 year 8 months after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced gastrointestinal disorder ("issue with bowel problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy; cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dysmenorrhoea and abdominal pain was resolving, the menorrhagia, vaginal haemorrhage, migraine, mood swings, hot flush, allergy to metals, fatigue, depression, anxiety, vaginal discharge, weight increased, dizziness and loss of libido outcome was unknown and the gastrointestinal disorder had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: hysterosalpingogram (hsg). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A27187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary and termination of pregnancy. Concurrent conditions included obesity, absence of menstruation, ovulation pain, night sweats, painful periods, general body pain, feeling abnormal, eyelid twitching, cervical cancer, human papilloma virus infection and hormonal imbalance. Concomitant products included nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), hot flush ("hot flashes"), fatigue ("fatigue"), anxiety ("mental anguish/anxiety"), dizziness ("dizziness") and loss of libido ("loss of libido"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced gastrointestinal disorder ("issue with bowel problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy; cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, gastrointestinal disorder and vaginal haemorrhage had resolved, the migraine, mood swings, hot flush, allergy to metals, fatigue, depression, anxiety, vaginal discharge, weight increased, dizziness and loss of libido outcome was unknown and the headache, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: hysterosalpingogram (hsg). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A27187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary and termination of pregnancy. Concurrent conditions included obesity, absence of menstruation, ovulation pain, night sweats, painful periods, general body pain, feeling abnormal, eyelid twitching, cervical cancer, human papilloma virus infection and hormonal imbalance. Concomitant products included nsaids, oral contraceptive nos and paracetamol (acetaminophen). On(B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In(B)(6)2015, the patient experienced migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), hot flush ("hot flashes"), fatigue ("fatigue"), anxiety ("mental anguish/anxiety"), dizziness ("dizziness") and loss of libido ("loss of libido"). On (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced gastrointestinal disorder ("issue with bowel problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy; cystoscopy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, gastrointestinal disorder and vaginal haemorrhage had resolved, the migraine, mood swings, hot flush, allergy to metals, fatigue, depression, anxiety, vaginal discharge, weight increased, dizziness and loss of libido outcome was unknown and the headache, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: hysterosalpingogram (hsg). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet revived, event outcome and rcc comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A27187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary and termination of pregnancy. Concurrent conditions included obesity, absence of menstruation, ovulation pain, night sweats, painful periods, general body pain, feeling abnormal, eyelid twitching, cervical cancer, human papilloma virus infection and hormonal imbalance. Concomitant products included nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), hot flush ("hot flashes"), fatigue ("fatigue"), anxiety ("mental anguish/anxiety"), dizziness ("dizziness") and loss of libido ("loss of libido"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced gastrointestinal disorder ("issue with bowel problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy; cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, heavy menstrual bleeding, gastrointestinal disorder and vaginal haemorrhage had resolved, the migraine, mood swings, hot flush, allergy to metals, fatigue, depression, anxiety, vaginal discharge, weight increased, dizziness and loss of libido outcome was unknown and the headache, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hot flush, loss of libido, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Right implant 3 coils, left implant 3 coils. Protruding into uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: hysterosalpingogram (hsg). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information and rcc was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A27187) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary and termination of pregnancy. Concurrent conditions included obesity, absence of menstruation, ovulation pain, night sweats, painful periods, general body pain, feeling abnormal, eyelid twitching, cervical cancer, human papilloma virus infection and hormonal imbalance. Concomitant products included nsaids, oral contraceptive nos and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), mood swings ("mood swings"), hot flush ("hot flashes"), fatigue ("fatigue"), anxiety ("mental anguish/anxiety"), dizziness ("dizziness") and loss of libido ("loss of libido"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced gastrointestinal disorder ("issue with bowel problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy; cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, gastrointestinal disorder and vaginal haemorrhage had resolved, the migraine, mood swings, hot flush, allergy to metals, fatigue, depression, anxiety, vaginal discharge, weight increased, dizziness and loss of libido outcome was unknown and the headache, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hot flush, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: hysterosalpingogram (hsg). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, event outcome and rcc comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and gastrointestinal disorder ("issue with bowel problems"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent removal of the essure by partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the menorrhagia outcome was unknown and the gastrointestinal disorder had resolved. The reporter considered gastrointestinal disorder, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: social media post. Consumer had essure removed through hysterectomy on (B)(6) 2015. She was still experiencing some pain but a lot of side effects were gone 3 weeks after hysterectomy. She had a little bit of an issue with bowel problems, but it was already resolved. A new lawyer was added as reporter. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent removal of the essure by partial hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.